Manufacturer narrative:
Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sproule, j., khalid, m., o'sullivan, m., mccabe, j. (2004) outcome after surgery for maisonneuve fracture of the fibula. International journal of the care of the injured, volume 35, pp. 791-798. Ireland. This report is for unknown 4.5mm cortical screws, unknown quantity, unknown lot. UDI #: unknown part number, UDI unavailable. Product code: hwc. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.

Event description:
This report is being filed after the subsequent review of the following literature article: sproule, j., khalid, m., o'sullivan, m., mccabe, j. (2004) outcome after surgery for maisonneuve fracture of the fibula. International journal of the care of the injured, volume 35, pp. 791-798. Ireland. The purpose of the study was to assess the surgical outcome in patients treated surgically for maisonneuve fractures and to highlight factors associated with suboptimal result. The study included 14 patients (12 males, 2 females) with a mean age of 35.5 years (range 20-64 years). All of the patients were implanted with synthes ao 4.5mm cortical screws. The following complications were reported: one patient, a female, presented with a syndesmosis that had failed to heal and required additional surgical intervention to re-reduce the syndesmosis and arthrodesis with autogenous bonegrafting. One year post revision, the patient presented with intermittent swelling of the ankle with persistent pain. Range of motion was reduced. Arthrosis was noted radiographically. This is report 1 of 1 for (B)(4). This report is for unknown synthes ao 4.5mm cortical screws.